Event description:
It was reported that a solution administration set¿s tubing disconnected from the drip chamber, causing an unspecified drug to leak from the site. As this was observed before use, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A push-pull test was performed at the junction of the tubing to the chamber. Following this test, the tubing easily disconnected from the chamber. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.